Event description:
Stopped working due to loose blade. New device was used to complete procedure.the manufacturer took information on patient and device. They will contact the representative for pickup.